Manufacturer narrative:
According to the device evaluation results the visumax worked within specification. The manufacturer determined that the root cause of the event is user error. There was no device malfunction. Based on the provided information, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The instructions for use (IFU) informs the user about potential risks like retained lenticule and incomplete removal of lenticule. It advises the user to ensure that the entire lenticule has to be removed. The IFU informs about possible side effects like a retained lenticule and incomplete removal of lenticule.

Event description:
A health care professional (hcp) reported that a patient may have retained lenticule fragment, and his vision is decreasing.